Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the suite pc was powered off; it had no power or no signs of being functional. After verifying that power was being supplied to the suite pc the fse confirm that the pc itself wasn't working. To resolve the issue, the fse replaced the suite pc with a hard drive, reloaded the updated license files, and loaded the system configuration backups. The defective suite pc mdp was returned to philips for failure analysis. It was observed that the ssd drive fw check failed. After replacing the suite pc and updating the license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.